Event description:
It was reported that patient presented in clinic during follow up showing post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that t wave oversensing is still present. Programming changes were made. The patient condition is fine.